Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead and right ventricular lead exhibited dislodgement. And the patient was brought in for a revision procedure for both of the leads. During the procedure, the leads could not be fixated and as a result, the leads were explanted and replaced. The patient was stable post-procedure.

Event description:
New information stated that the dislodgement was discovered via a chest x-ray. The patient had no symptoms due to the dislodgement.